Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego.q system. During a procedure, the user reported that the temperature of the tube was too high and the procedure was ended immediately. It was later reported that the patient underwent a second surgery and subsequently passed away. The condition of the patient prior to the procedure is not known at this time.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective temperature sensor. Discrepancies in the user reports to the norwegian directorate of health and to siemens healthiness were noted and it could not be clarified if the surgery was delayed but completed as quickly as possible on the imperfect system, or if the surgery was delayed and the patient was moved to an alternative system where the procedure was completed. It was reported that the patient status became worse at a later time and the patient had to undergo another surgery. After some days the patient passed away. There is no indication that the patient's condition was a result of the imperfect system. The siemens service engineer (cse) checked the system and found that the temperature sensors t0 and t1 in the oil cooling circuit of the x-ray tube were measuring different values. A measurement of the resistance values of the temperature sensors showed correct values. According to the troubleshooting guide, the service engineer (cse) replaced the x-ray tube assembly. After the replacement the issue was resolved. The cse returned the replaced x-ray tube assembly for investigation as well as log files. The investigation of the log files showed error messages regarding the temperature sensors in the oil cooling circuit of the x-ray tube in the time frame in question. It can be seen in the logs that the system switched into bypass mode. In this mode only continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. According to the log files, fluoroscopic imaging was available at all times during the case. During incoming inspection of the x-ray tube assembly the x-ray tube housing was found to be damaged. The power supply of the oil pump showed a loose contact. The oil pumping unit was tested and was running without issue. It could not be clarified why the tube housing was damaged and if there is a relationship to the loose contact of the power supply. Assuming that such a loose contact already existed during clinical operation of the system, the oil pump would have failed sporadically. If failure had occurred d the x-ray tube would no longer be cooled. This could explain the delta temperature between temperature sensors t0 and t1. The service engineer (cse) replaced the x-ray tube assembly. No further corrective action is planned at this time.